Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for dft testing after experiencing a vf episode with multiple shocks, finally being converted on the last shock. After multiple attempts to convert the rhythm and required delivery of external defibrillation, it was decided to cap and replace the lead. Patient tested positive for cocaine and methamphetamine use, possibly contributing to high defibrillation thresholds.